Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14002. Related manufacturer reference number: 1627487-2021-14006. It was reported that patient was experiencing ineffective therapy since 2020 and the system was not providing therapy. As a result, patient is awaiting surgical intervention to explant the system at a later date.